Event description:
Allergan aesthetics received a report of a female patient treated with coolmini on (B)(6) 2017, on the submental area, right and left sides (bilateral). Patient noticed tissue was hard and hanging down. On (B)(6) 2020, patient was assessed. Physician reports: tissue in treated area [submental area, right and left sides (bilateral)] is very firm and fibrous with visibly enlarged tissue volume

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a female patient treated with coolmini on (B)(6) 2017 on the submental area, right and left sides (bilateral). Patient noticed tissue was hard and hanging down. (B)(6) 2020 patient was assessed. Physician reports: tissue in treated area [submental area, right and left sides (bilateral)] is very firm and fibrous with visibly enlarged tissue volume.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.